Event description:
It was reported that the customer received alarms on the insulin pump, including motor error and no delivery alarms. The customer's blood glucose was 171 mg/dl. The insulin pump was not dropped or bumped. The reservoir compartment was cracked. No significant events leading to the alarms were recalled and the insulin pump was not exposed to a strong magnetic field. The customer was reportedly able to rewind the insulin pump and had already reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.